Event description:
Pt s/p cva and highly agitated was banging side rails and bending them until they were horizontal to pt's bed. After doing this twice, the rail material (piping) split leaving a jagged edge.